Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there were high impedances on electrodes 3, 4, 5, 6, and 7. The impedance check revealed impedances greater than 10,000 and the patient was unable to feel stimulation using those electrodes even at 10.5. The patient had a significant fall, but hey have memory issues and couldn¿t remember when they fell. The electrodes with high impedances were avoided and the patient was programmed with the normal electrodes. The pain area was able to be captured and the patient was happy with the results of the programming. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient was seen on (B)(6) 2017. The patient stated that they no longer feel stimulation at all, even at the maximum amplitude. An impedance check was done at 0.7v, and all 8 electrodes were greater than 20,000 ohms. An impedance check was repeated at 3.0v, and electrodes 0 and 1 were in the 20,000 ohms range, but electrodes 2-7 were greater than 40,000 ohms. The rep attempted to reprogram using electrodes 0 and 1, but the patient was still unable to feel stimulation. The rep informed the patient that a lead revision or replacement is necessary. No further complications were reported.